Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device exhibited vibration and temperature above specification. It was determined that these failures were caused by worn bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During service and repair pre-testing, it was reported that the attachment device "had high temperature". The evaluation occurred in pre-testing; this event is not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.